Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer's blood glucose level was 464 mg/dl. The customer had a severe hyperglycemia and recovered without sequela. The customer had hyperglycemia at wake with 1.3 mmol/l blood ketones. The insulin pump will not be returned for analysis.